Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic diathermy probe that could not electrocoagulate during vitrectomy surgery. Surgery was completed after replacing a product with a new one. Patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The investigation is completed based on the evaluation of the returned diathermy probe documented below. The returned instrument was received in tyvek pouch with the sticker label showing the batch information was separately. The metal tube was wrapped in a label that was stuck very strongly to it. The instrument was visually inspected and showed evident abnormality, namely the metal tube is significant bent. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The root cause cannot be identified conclusively, as the tyvek pouch was opened by the customer, the product was handled. The chain of events that led to the reported malfunction can therefore no longer be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).